Event description:
When a cypher 3.0 x 18mm sds was taken out of the package, it was noticed that the stent was not properly positioned on the balloon. The product was not used on the pt. The product will be returned for analysis. Add'l info will be submitted 30 days upon receipt.